Event description:
During rotator cuff surgery, the customer removed the drapes from the pt and noticed extreme swelling in the shoulder and neck area. Swelling decreased within an hr, but pt was transported to the hosp for monitoring due to his size (325 lbs) and remained intubated due to the size of his neck; they were afraid if needed, they would have trouble reintubating a second time. Pt remained overnight in the hosp and was released the next day. Director of surgery stated the doctor had mentioned a couple of times during the case to decrease pressure on the pump.

Manufacturer narrative:
Pump passed factory and wet tests before, during and after 48 hr burn-in. All functions checked good. No problem found.